Manufacturer narrative:
More information was requested from the customer to perform further investigation. Customer had positive outcome from an unknown covid rapid test, performed at a clinic. On the same day, after coming back home, customer performed two tests with siemens covid-19 test, result of both came out negative. No medication was taken. Customer was aware that tests performed at clinic was also a rapid test and is not definitive like a pcr test. The cause of this event is unknown.

Event description:
As holders of the emergency use authorization, siemens healthcare diagnostics is submitting this report on behalf of the manufacturer healgen scientific. The customer reported two false negative result for covid on clinitest covid19 self test when compared with result from unknown covid rapid test at a clinic. There was no reported injury due to this event.

Manufacturer narrative:
Manufacturer could not perform further investigation due to lack of lot numbers. Manufacturer requested a valid lot number but did not receive it from the customer. The customer's complaint could not be confirmed. The cause of this event is unknown.